Event description:
International customer reports that a needle broke in breast tissue. The patient was returned to surgery for fragment excision. No further information was provided.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.